Event description:
It was reported that an elevate anterior was implanted on (B)(6) 2010. It is alleged that the plaintiff experienced emotional distress and a problem with the product.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. (B)(4).